Event description:
It was reported that during a procedure, the tip of the product broke inside the pt. It was further reported that this caused a delay in the procedure. A fluoro-scanner had to be used to locate and remove the broken piece.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.